Event description:
It was reported that during surgery, dr. Used air dermatome sn (B)(6) on a patient and caused a deep gouge while attempting to take a graft. Another air dermatome sn (B)(6) was opened and caused the same problem. Dr. Called in another attending surgeon to check the technique. They inserted a new blade onto dermatome sn (B)(6) and surgeon attempted to graft and the graft game out uneven and slight gouging. The medical professional indicated harm or injury to patient. There was no information available on whether sutures were required, or medical intervention/additional surgery was required. There was a surgical delay. The surgery was completed with another device. Due diligence is in process, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, air dermatome was opened and caused a deep gouge while attempting to take a graft. Dr. Called in another attending surgeon to check the technique. They inserted a new blade onto dermatome and surgeon attempted to graft and the graft game out uneven and slight gouging. An additional unplanned skin graft from an additional site was needed in order to complete the surgery which was taken with a different dermatome. The medical professional indicated harm or injury to patient. There was no information available on whether sutures were required, or medical intervention/additional surgery was required. There was a surgical delay of 10 minutes, and the patient was under anesthesia during this delay. The surgery was completed with another device, and the surgical technique for the product was utilized. Due diligence is in process, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the control bar was out of position. The control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.